Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide found the anterior cuff had been captured and attached to the needle tip, the link was intact. However, the posterior cuff was not attached to its needle tip (the suture and posterior needle tip were not returned). The cuff tabs of the posterior cuff had been pushed outward, the cuff was also observed to be impacted with tissue, this finding indicates the needle tip entered the cuff but did not attach. The posterior cuff was returned still attached to the link. A cuff to needle tip detachment will also result in a failure to retrieve the suture during plunger removal and can appear very similar to the reported needle to cuff miss. However, the reported cuff miss can not be confirmed because the evaluation detected a different event. No manufacturing or quality inspection deficiency was detected. The needle trajectory of each device is checked twice during manufacturing. A cuff detachment can be influenced by factors that include but are not limited to: manufacturing, excessive force during plunger removal, jerky motion or a side wall stick, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). Gently removing the plunger during the first 2 cm can reduce a cuff detachment. The report of the access site being heavily calcified may have been a contributing factor in the experience. During needle deployment when calcified tissue is caught between the needle tips and cuff it can interfere with needle attachment. A review of the finished device history record did not reveal any relevant non-conforming material records associated with this lot. Based on the investigational findings, inspection criteria and the reported information the posterior cuff detachment appears to be related to the operational context during use and not a product quality deficiency. All products are subject to inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a heavily calcified common femoral artery (cfa) after an interventional procedure using a proglide device. Reportedly, a cuff miss occurred and the device was removed from the patient's anatomy. A second proglide device was attempted, after completing device deployment bleeding was still observed. Manual arterial compression was applied for 10 minutes to achieve hemostasis. The facility reporter was unable to determine if the bleeding was arterial or tissue tract seeping. The access site was also described as calcified, but it was not indicated the degree of calcification. The patient did not experience any adverse effect. The physician is trained in the use of the proglide device. A 6fr sheath was used with the closure device. Though requested, no additional information was provided.